Event description:
The device was observed to have a liquid on the exterior of the device during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.